Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: b819424); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic artery aneurysm. It was noted that the patient's blood flow was normal and vessel tortuosity was severe. Stroke onset to reperfusion time was 4h. It was reported that the solitaire ab stent was delivered through the echelon 10 microcatheter, with significant resistance felt during the process. After navigating several tortuous segments, the stent reached the aneurysm site. However, upon retracting the microcatheter, the stent could not be deployed from the microcatheter. The microcatheter and stent were removed from the body, and it was found that the guidewire near the proximal detachment point of the stent was bent and kinked. A new stent (sab) was used, which was successfully deployed, completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
B5: additional review of the event and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. D1, d4: catheter used corrected from echelon to rebar. H6: a0510 code removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the patient was undergoing treatment for an ophthalmic artery segment aneurysm, 1.5 mm x 2 mm in size. The cause of the resistance and kink damage was unknown. The stent came out of the introducer sheath smoothly. The resistance was encountered in the distal catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no other kink/damage to the stent and no obvious kink or damage to the catheter observed after removal. It was corrected that a rebar 21 microcatheter was used (lot number unknown), not an echelon microcatheter. MDR decision corrected to not reportable as the initial information reported that no resistance was encountered during stent resheathing or retrieval; resistance was encountered as the microcatheter was being retracted during stent delivery which is not a reportable event. No additional supplementals required unless additional information received indicates reportable event.